Event description:
It was observed that during the device evaluation, the ultrasonic surgical device pad was worn. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified, however, based on the current inspection results, the reported issue may have occurred due to the following mechanism: 1. The distal end of the tissue pad was worn away because ¿seal & cut¿ output was activated while grasping nothing (including the case the user kept activating after cutting tissue). 2. The tissue pad was worn away, causing the non-insulated of the grasping section to touch the probe. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.